Event description:
A customer reported to a distributor that reported to baxter corporate product surveillance of occlusion errors that occurred with an extension set. The sets were replaced to resolve the issue. An unknown pump was used. The medication being infused has not been identified. It is unknown when or in which care area this event occurred. It is unknown if there was patient involvement, patient injury, medical intervention necessary, or adverse event in association with this condition. No additional information is available.

Manufacturer narrative:
(B)(4). A sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.

Manufacturer narrative:
(B)(4). It is unknown if a sample is available for evaluation. If additional information or samples become available, a follow-up report will be submitted. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). A customer reported that an sp-800 infusion pump had occlusion alarms. Several sets had this issue. Initially it was thought that an unknown central line was causing the no flow; however, it was discovered that this extension was the issue. The medication being infused was total parenteal nutrition (tpn) from a 3000 ml tpn baxter bag. The event occurred during patient use. There was no patient injury or medical intervention necessary. No additional information is available. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. A labeling review was performed and the label was found to be sufficient in providing information priming and the use of the product.